Event description:
Procedure was for a biventricular pacing ICD implant. During positioning of the lv lead, the angioplasty guidewire was maneuvered in the coronary sinus tributary. The distal part of the guidewire fractured and the end of the guidewire retained in the anterior intraventricular venous branch. Cause of breakage was most likely material problem.